Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 511 mg/dl and 500 mg/dl. The customer alleging possible insulin pump under delivery. Customer stated that insulin pump had insulin flow block alarm. Customer stated that insulin pump passed self test and displacement verification test. The reservoir will not be returned for analysis.